Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod between 24 and 36 hours. The pod reportedly fell off the infusion site (hip/buttocks), causing the cannula to dislodge. As treatment, the patient successfully activated a new pod.

Manufacturer narrative:
The device was received not deployed with the adhesive pad fully attached to the bottom housing. Inspection of the fluid path and needle mechanism components found no evidence of any damages or deficiencies that would result in the soft cannula becoming dislodged from the infusion site. The soft cannula could not have become dislodged from the infusion site as reported, as the device was received with the soft cannula not deployed. Inspection of the adhesive pad and adhesive welds found no issues that would result in a failure to adhere. The exact cause of the reported adhesive failure could not be determined. Initial attempts to download the data were unsuccessful as the battery voltages of all three batteries were measured to be lower than expected. The pod was attached to an external power supply to retrieve the download data. The download data showed that the pod delivered 0 pulses and was in pod state 1, indicating that the pod had not been activated. Inspection of the fluid path found that the reservoir was filled with the fill rod shorting both fill sensor springs, indicating that the user filled the pod and attempted to activate the pod, however the pod did not activate after fill. The shelf mode current of the pcb assembly was measured to be out of specification at 0.88 microamps. Inspection of the pcb assembly found no damages or defects that would contribute to high shelf mode current. The high shelf mode current of the pcb assembly contributed to the low battery voltages and the failure of the pod to activate.